Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized due to high blood glucose 500 mg/dl on (B)(6) 2018 1:30 pm ¿ 12:00 am. Customer did not have any symptom. Blood glucose value when admitted to hospital was unknown. Customer current blood glucose was 379. Blood glucose reading at the time of the incident was 500 mg/dl. Customer has not been using insulin pump system within 48 hours of reported high bg event. Customer was treated in the emergency room. The names of the hospital customer visited is memorial hospital. Naomi taylor reported the incident. The reporter contact is (B)(6). Customer did not perform carelink upload. Customer did not perform hp test. Insulin pump display was blank, and it did not return after troubleshooting. Products will not be returning for analysis. Customer was using auto mode feature.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).